Manufacturer narrative:
Manufacturer's analysis conclusion: the reported no external power alarms while connected to the mobile power unit were confirmed via log file analysis. The heartmate mobile power unit ((B)(4)) was not returned for analysis; however, log files were submitted and downloaded from the returned system controllers. The log files (97200940 downloaded, 96191128 submitted) spanned approximately 34 days ((B)(6) 2020 -(B)(6) 2020 per timestamp). On (B)(6) 2020 at 05:11:44 there was a loss of ac power while connected to the mpu. This event cleared after the patient switched their power source to 14v lithium ion batteries. The backup battery provided power during this event. On (B)(6) 2020 at 06:23:17 there was a no external power while connected to the mpu due to a loss of ac power. This event cleared on its own. The backup battery provided power during this event. The log files (97200951.log downloaded, 96191119.log submitted) spanned 12 days ((B)(6) 2017 ¿ (B)(6) 2017, (B)(6) 2020 - (B)(6) 2020 per timestamp). On (B)(6) 2017 at 08:45:32 there was a loss of ac power while connected to the mobile power unit. This event triggered a no external power alarm and cleared on its own. The backup battery provided power during this event. There were no other notable alarms in the log file. Pump operation was not affected. Good faith efforts were sent asking for clarification regarding the reported event; however, to date no response was received. The root cause of the reported event was unable to be conclusively determined. No further information was provided. The manufacturer is closing the file on this event. PMA/510(k) #: p160054.

Event description:
The patient experienced a low voltage event while supported by the mobile power unit (mpu). The site detailed it was was unknown if the power cord came loose at the wall/outlet or the back of the unit. No further information was provided.